Event description:
On (B)(6) 2012 the reporter, the patient's husband, contacted animas to report that on (B)(6) 2012 the patient was found disconnected from the pump at the infusion site. The patient experienced the symptoms of disorientation and diarrhea. The patient was admitted to the hospital with a diagnosis of dka, and a blood glucose reading of 1014 mg/dl. No further information was provided about the patient's state, actions, insulin pump therapy or condition prior to this event. Troubleshooting revealed the pump's date/time setting was incorrect and the basal setting was not correct. The pump was returned to animas for evaluation. Evaluation revealed there was no defect found, and the pump passed all testing. The pump was exercised and it was determined the pump was accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by disconnecting herself from the pump. Additionally, there was no evidence the pump was not functioning appropriately. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, and was hospitalized in dka, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed there was no defect found, and the pump passed all testing. The pump was exercised and it was determined the pump was accurately and correctly delivering insulin as programmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.